Event description:
Caller tested 7.6 inr on the coaguchek xs system while a comparison lab returned as 4.9 inr. Patient's coumadin was held for 1 day based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.